Manufacturer narrative:
Additional information is provided in initial reporter name and address to provide an updated spelling of the reporter's first name. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. This is the first of two reports for this facility. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that multiple knives were used during separate surgeries whereby metal flakes were found in the eye at the incision site. Patient impact information is unknown. Additional information has been requested.

Manufacturer narrative:
Sixteen opened knives and 16 foam tip protectors were received loose in a bag for the reported issue of appearance of metal flakes inside the eye at the incision site. Also received were 10 unopened knives as comparison samples. All returned knives and foam tip protectors were visually inspected and were found to be conforming. A review of the device history record related to the comparison sample lot numbers provided by the customer indicate that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the lot for the reported issue. The returned opened and unopened samples, including knives and foam tip protectors, were found to be visually conforming therefore, metal flakes as described in the complaint were not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned knives were manufactured to specifications. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided was inadvertently excluded on the previous supplemental report. The manufacturer internal reference number is: (B)(4).